Event description:
It was reported the drill hit a piece of an existing broken screw that was in the patient, causing the drill bit and screw to break in the patient. Both pieces remain in the patient.

Manufacturer narrative:
.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the tip of the drill has fractured off. The fractured piece was not returned, it remains in the patient. A review of complaint history revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The device was manufactured in 2012. From the analysis conducted during this investigation, it was concluded that the 6.4 mm drill fractured by ductile overload. An overload fracture can occur if the mechanical loads applied to the drill exceed the strength of the material. It was unknown if the fracture was initiated in a prior surgery. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.